Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with sign of fluid ingression and slight damage observed on the lens. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "key pressed alarm" was unable to be duplicated. During investigation the pump was power up and displayed lec 1822 alarm. Simulated use testing was able to download event log and read out the pump log. The event log verified that an event occurred (one 1230 error and multiple 1822 errors recorded). The pump also had evidence of fluid ingression. The pump was opened and inspected, and the inspection confirmed the fluid ingression evidence with corrosion on the microprocessor of the main power board. Service's will replace the pump mp board due to corrosion found. Further inspection found the front housing of the pump was broken. Service's will also replace the pump front housing, including keypad and lcd screen. Service's will replace the pump motor as a preventive measure due to 2m+ revolutions. Service's will also replace the pump downstream occlusion sensor due to the fluid ingression. According to the investigation the source of the reported problem is user interface.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "key pressed alarm and had screen damage". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.